Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint could not be confirmed. No leakage or abnormality was observed on the product returned.. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that leakage was coming from the connector on the device. No patient injury to report.